Event description:
Treatment of an avm with onyx. It was reported the physician embolized 5 feeders of the avm using 4 marathon catheters and injected approximately 3.85ml of onyx. One of the catheters was experienced difficulty during removal and the patient showed sah. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Model# and lot # of the onyx used: model# 105-7100-060, lot# 7279662 (qty 3ea), 7471460 (qty: 2ea). Dom 03/2009, 06/2009. Expiration date 12/2011, 04/2011.